Event description:
It was reported that this pacemaker was explanted due to a product performance issue. The pacemaker was successfully replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis. Multiple attempts to obtain additional information have occurred without success. At this time, no further information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. The pacemaker was successfully replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis. Multiple attempts to obtain additional information have occurred without success. At this time, no further information is available. Should additional information become available, this report will be updated.